Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show 11 channels with high impedance. An accident ore trauma is unknown.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for re-implantation surgery has been scheduled yet.

Event description:
In-situ measurements show 11 channels with high impedance. No report of accident or trauma has been received. The hearing loss occurred suddenly. No decision about re-implantation has been made.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In-situ measurements show 11 channels with high impedance. No report of accident or trauma has been received. The hearing loss occurred suddenly. The patient was re-implanted.